Manufacturer narrative:
On july 31, 2024, an MDR report (MDR #3006575795-2024-00613) was mistakenly filed for a complaint regarding a flow rate issue. A follow-up MDR clarifies that the actual complaint pertained to a wireless communication error, which is not considered a reportable event. Intuvie's evaluation determined that this issue did not pose a health risk to patients, users, or bystanders, did not involve serious injury or death, and would not contribute to such outcomes if it recurred. As a result, intuvie has concluded that this complaint does not meet the criteria for a reportable event.

Manufacturer narrative:
Device return requested. There are no previous complaints on this device. The complaint will be reopened and updated in the event, the device involved or additional information becomes available. A follow-up MDR will be submitted in the event, additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).

Event description:
On (B)(6) 2024, znyo medical received, a report from the customer. That the device not connecting to service for zynoflo. No patient injury/harm reported.